Manufacturer narrative:
Initial reporter is a synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during proximal femoral nailing system (tfna) procedure, the surgeon was attempting to medialize their entry drill pushing the 16 mm cannulated flexible drill bit medial bending it in the process. A loud snap was heard and when inspected the drill had broken near the base at the second to last flexing joint. Broken entry drill was removed and the surgeon continued to open with a 16 mm im reamer. There was no fragment generated. Procedure was successfully completed. There was no patient consequence. This report is for a drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 03.037.002; lot: 9513917; manufacturing site: bettlach; release to warehouse date: june 16, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: 16mm cannulated flexible drill bit was received at customer quality (cq). Upon visual inspection, it was observed that the second joint from top was broken. The fracture didn¿t separate the device into two pieces. The broken part is still attached to the other part. Thus, the reported complaint is confirmed. There were few scratches on the surface of the device which shows normal wear due to the repeated usage of the device. The complaint is confirmed. Dimensional inspection: dimensional inspection was performed on the diameter of the flexible drill bit. The diameter of the flexible shaft closer to the fracture was measured to be within specifications as per the drawing. Document/ specification review: the following drawings were reviewed: drill bit 16mm, flexible. Flexible shaft. No design issues or discrepancies were found during this investigation. Manufacturing record evaluation (mre) review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation conclusion: visual inspection, dimensional "inspection" and document/ specification review was performed. It was observed that the second joint from top was broken. Thus, the complaint is confirmed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.